Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of the minicap transfer set. The event was further described as ¿extension line between the patient valve and the tip of the catheter has twisted off." This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however three (3) photographs of the sample were provided for evaluation. The photographs were visually inspected and a separation between the female connector and main body was observed. The reported condition was verified. The cause of the condition was an inadequate solvent bond between the female connector, insert chip, and main body of the twist clamp during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.